Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter and usb cable. Reportedly, the customer was able to charge the pump with an alternate adapter and usb cable. Customer¿s blood glucose value ranged from 190 to 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.